Event description:
It was reported that the right ventricular [rv] lead dislodged. The lead also had intermittent capture and was under-sensing - waves. The rv lead was repositioned and remains in use. The patient is a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.